Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. The inner insulation was breached due to metal ion oxidation (mio), and all insulators exhibited cosmetic mio. The outer insulation exhibited cosmetic environmental stress cracking (esc).

Event description:
It was reported that the right atrial lead had impedance that was trending downward. The lead was explanted and replaced. No patient complications were reported as a result of this event.